Manufacturer narrative:
Unit passed the self test and displacement test. However, unexpected restart alarm after battery change due to c13/ib voltage leak. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had internal clock comparison error. Customer blood glucose level was unknown. Customer reports they were able to clear the alarm and able to complete rewind. The insulin pump will be returned for analysis.